Manufacturer narrative:
Date of event: exact date unknown, event occurred two days before surgery from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having to charge the ipg more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was disposed.